Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was possible to aspirate air out of the sheath. The physician said that the 3-way-valve at the back of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking and that it was possible to aspirate air through it. This happened right before the end of the procedure so they could finish the call. There was no patient consequence reported. Initially assessed as MDR reportable that it possible to aspirate air out of the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-oct-2023, the three-way valve was found cracked. Therefore, bwi became aware of the three-way valve was found cracked issue on 06-oct-2023 and have assessed this returned condition as reportable. The investigation was completed on 06-oct-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis on external surfaces revealed that the three-way valve was found cracked. The damage observed could be related to excessive force or manipulation applied during the procedure; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. An internal corrective action has been opened for this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 17-oct-2023 providing the physician information. Therefore, updated section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was possible to aspirate air out of the sheath. The physician said that the 3-way-valve at the back of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking and that it was possible to aspirate air through it. This happened right before the end of the procedure so they could finish the call. There was no patient consequence reported. Additional information was received. Did not discover any external damage to the product after the procedure. No parts are separated. The physician reported leakage at the backside valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician reported that it was possible to aspirate air out of the sheath at the end of the procedure. It was not known if the hemostatic valve (gasket) dislodged inside the hub nor outside of the hub. The brim cap/hub did not become detached from the sheath. No picture available. The sheath was being on the patient. No air entered the patient¿s body, the physician noticed the leakage shortly before the end of the procedure. No patient consequences occurred. As far as the caller knew, no blood return was observed. It was thought that the abbott brk needle was used. The issue that it was ¿possible to aspirate air out of the sheath¿ was assessed as MDR reportable.

Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered as the event date under b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).